Event description:
It was reported that an interlink IV catheter extension set leaked from an unknown location while the healthcare professional was flushing the patient's peripherally inserted central catheter (PICC) line with normal saline. This event occurred one (1) hour after completing blood work. The positive pressure cap was changed and the PICC was flushed well. The IV team was present. The PICC extension tubing and cap were changed. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional relevant information or samples become available, a follow-up report will be submitted.